Event description:
A cordless driver 2 handpiece was sent for service and it was noted that the front plate and trigger were covered with an unknown substance. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device. A sample was taken from the device.